Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Hc-pm complaint processing received no sample. We received 3 pictures of an used perifix one ø0,84mm (20g) 80mm p out of a perifix one 401 filterset without packaging. The following investigations were conducted: visual inspection: the perifix catheter at the received pictures was taken to a visual inspection for damages according to the test method 102002_damages. Definition of the method: damages are visible changes in the original shape or surface of products and packaging caused by mechanical forces and/or manufacturing faults. Nominal: no damage is allowed that endangers the patient, impedes the use of the part as intended (e.g. The impairment of the function of a drop sensor), endangers the assembly or function of the component, impairs the appearance of the component. Actual: the perifix catheter in the picture is shorn off. The shorn off area is slanted and shows a smooth structure. Such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Because of this we assume of a problem during the application process and therefore, we consider the complaint as not confirmed. Based on the conducted investigations the checked sample in the picture is within the specification. Therefore, the complaint is considered as not confirmed. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in spain: catheter broken, still in patient body. According to the complainant a perifix® was used for pain relief during a birthing procedure. During the initial attempt the catheter was not spreading smoothly and was withdrawn along with the needle. Another catheter was reseated at the same place. It was noticed that the first catheter which withdrawn was incomplete and about 4-5cm (centimeters) of catheter was left behind in the patient's back.